Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was empty. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the cylinders, pump, and reservoir of this inflatable penile prosthesis (ipp) underwent a thorough analysis. The components were visually and microscopically examined, and leak/functionally tested. No anomalies were found with the cylinders or the reservoir. The pump did not pass the deflation and activation tests. Based on the information available and analysis results, the deflation and activation issue identified in the pump could have caused or contributed to a mechanical issue. However, no leak was found that may have caused the empty device observed clinically.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was empty. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was empty. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.